Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set bent cannula events since (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 12 hours. Blood glucose levels were 500 mg/dl during the event. Patient was also having life threatening levels of ketones as discussed with health care professional. Patient took correction bolus via pump and went to the emergency room to address high blood glucose. Patient was in emergency room for 4.5 hours. Patient received intravenous fluids of insulin and saline as hospitalization treatment. Patient was released from hospital on (B)(6) 2024. He replaced infusion set and resumed insulin successfully. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.